Event description:
It was reported that following angioplasty, as the stent delivery system was advanced to through the right internal carotid artery (ica) there was a vessel dissection. The dissection was a symptomatic and was treated using another stent. The anatomy was reported to be severely tortuous at the inferior ica and the physician is uncertain whether the passage of the guidewire, balloon catheter or the stent delivery system through the tortuous anatomy resulted in the asymptomatic dissection.

Manufacturer narrative:
Customer report was confirmed. Received (1) flotrac kit. Kit appeared not used. Pressure tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Cross surfaces of broken tubing appeared uneven and rough. Broken tubing was bent near the bond joint. Damage occurred on pressure side of the kit. Lot number unknown DHR review not applicable.

Event description:
It was reported that the line connected with 3 way port was cut. No patient injury was reported.